Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not hold inflation when pumped. The device was removed, and the procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon circumferential tear.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable investigation result of balloon torn circumferentially. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation found the catheter kinked and the balloon circumferentially torn. No other problems with the device were noted. The returned device revealed the catheter was kinked and the balloon had a circumferential tear. It is possible the kink found on the catheter occurred due to the manner the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the physical damage to the device. It is possible that the circumferential tear found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon tear. Therefore, the most probable root cause is adverse event related to procedure.